Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the event involved a male patient, age stated as (B)(6). The event occurred in the cath lab. Indication for use: support during cath lab procedure. Following the intra-aortic balloon (iab) insertion through the white sheath with sidearm and at the time of initiation of intra-aortic balloon pump (iabp) therapy, it was noted that blood was in the tygon gas tubing near the tubing connection. It was suspected that there was a possible membrane leak/tear or central lumen break to allow blood into the gas lumen. As a result, the iab and sheath were removed as one unit. The md replaced the iab with another 400cc fiberoptix sensor (fos) iab at the same femoral site using a completely new iab kit and sheath. The new replacement iab catheter was inserted successfully over an exchange spring wire guide. There was no reported patient death or injury. Medical/surgical intervention was not required. According to the report there was no delay or interruption of iabp therapy. There were no reported patient complications and the patient outcome is listed as "procedure completed normally."